Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, serial no. (B)(4), found no anomaly. The returned device passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a test to monitor the temperature of the ins was performed. A heat test was performed with the explanted ins and control device (the control being set to the same or similar parameters as the returned ins); no anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer experienced regular electric shocks around the implantable neurostimulator (ins) site, especially when walking through electric doors. The consumer also got the feeling of heat around the ins site. Multiple program changes did not make any difference. It was noted that a hard, palpable capsule was developed around the ins site. During exploration, the hcp found very fibrous tissue surrounding the ins. The hcp questioned possible burning from electrical current and the tissue was sent for histology. No factors noted to have led to the event. Troubleshooting was noted as impedance test ¿(B)(6) 2017¿ normal, but consumer got shocks during testing. Program changes were made with no improvement. Surgical exploration and consequent removal of ins for investigation, no obvious reason for consumer symptoms. Ins position was correct, screw plug intact, lead first visible on opening but away from ins, which was well embedded in hard fibrous capsule. The issue was noted as not resolved at the time of the report. There were no further complications reported and/or anticipated.